Event description:
Materials manager received a report from nursing, the burette cracked and leaked when squeezed. Rn reported squeezing burette is a common practice to run fluids through it. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the failure investigation once it has been completed.